Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump does not deliver the bolus. The blood glucose reading is 259 mg/dl. Customer treated with the insulin pump. Customer stated that he is hospitalized due to a non-diabetic issue. Nothing further reported.